Manufacturer narrative:
On 13-dec-2021, mentor received additional information about this event. The first symptom identified was left-sided breast pain. The patient underwent bilateral explantation and replacement with 400cc mentor memorygel devices, catalog number 3504004bc, s/n (B)(6) (r) and (B)(6) (l). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On november 17, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. The rupture was diagnosed via MRI scan and physical exam. The patient has a bilateral explantation and replacement surgery scheduled for (B)(6) 2021.

Manufacturer narrative:
On january 3, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 400cc breast implant was found to have ruptured and received incomplete. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of 0.1 cm of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation was performed for the finished device lot number 7355163 and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. On january 3, 2021, mentor became aware that the report submission due date under follow up number 2 report was reported incorrectly as "1/13/2022". It should be "1/12/2022". Manufacturer¿s reference number: pc-(B)(4). Follow up number 2 report report submission due date was incorrect.